Manufacturer narrative:
The thermogard console in complaint was not returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if the product is returned and investigation has been completed.

Event description:
As reported during the end of treatment, alarm sounded. The error message is not known. Multiple attempts were made to contact the reporter for additional information; however, were unsuccessful. No further information was provided. No known patient consequences reported.

Manufacturer narrative:
Thermogard xp ivtm system (sn: (B)(4)) was serviced at the customer site. The customer reported complaint was confirmed during event log review and functional testing. The defective heater, cooling engine was replaced to remedy the fault. Cracked top lid was observed during visual inspection. The thermogard is a reusable device and was manufactured on 2013. Therefore, this type of issue is characteristic of normal wear and tear. A review of the event log was performed and an error message tcmid: 06 (ce post failure) was noted. During functional testing, the heater element was measured and the heater resistance was found to be above the normal range. An additional repair and updates were performed (unrelated to the reported complaint) as part of routine maintenance. The top lid, white guide roller, coldwell cap and air filer were replaced, after which the unit passed all the final functional testing. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard xp ivtm system s/n: (B)(4).